Event description:
Additional information from the consumer reported that she was not sure what circumstances led to the diarrhea and loss of stim. To resolve the issues, the patient turned it up. The patient no longer had diarrhea but she did not feel the stimulation sensation anymore.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had experienced a loss or change of therapy. The patient had diarrhea 4 times today. The patient did not feel stimulation. The therapy was on. There were no trauma/falls reported that could be related to this issue. The hcp (healthcare provider) had not instructed the patient to keep a voiding diary. The patient had increased stim all the up to 8.5v and was not feeling stim. Symptoms reported were: diarrhea and no stim sensation . Event date: (B)(6) 2015. Indications for use were noted as: fecal incontinence and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.